Manufacturer narrative:
One nt 1100 neurotherm rf generator was received for evaluation. Power was applied to the generator and the system was powered on successfully. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation. Testing of all ports was conducted while monitoring the port temperatures and impedance. Audible tones emitted were consistent with the modes of operation selected. No hardware anomalies were detected in this investigation. Based on the information provided to abbott and the investigation performed, the reported temperature issue and subsequent cancellation was unable to be confirmed. The returned product functioned properly during the evaluation.

Event description:
During a procedure, ports two and three would not heat to temperature. The procedure was cancelled and there were no adverse patient consequences.